Event description:
It was reported that the ilet screen was unresponsive, and a caller requested next steps for troubleshooting and potential replacement; the caller was advised to reconnect with the patient present so device troubleshooting could be performed. Symptoms included no clinical symptoms reported. Outcomes included no impact to health or medical care reported. Investigation included customer interview and request for troubleshooting with the patient present. Investigation of this case revealed that further information from the patient was needed to assess device function. It was concluded that no device-related injury occurred and no conclusion about device malfunction could be drawn without additional troubleshooting.